Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that about 48 hours post implant, a chest x-ray revealed cardiac perforation. The patient underwent surgical drainage and blood perfusion. In 2008, the patient expired due to septicaemia. The lead was not explanted during the autopsy and so would not be returned.